Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to protruded/loose drive support disk. There was no compromised force sensor system alarm noted. The pump had a minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. There was no motor error alarm and the motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 192 mg/dl at the time of incident. The customer stated that the pump also alarmed motor error. The motor error alarm occurred during rewind and the customer tried to clear it but set off another compromised force sensor system alarm. The customer was unable to rewind the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.